Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Follow up with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka for oa on (B)(6) 2017, the steinman pin was broken in the posterior up pin hole when the surgeon fixed the pin in question using power drill for the hole after sizing. The broken piece of the pin was remaining in the pin hole and it¿s unremovable. There is suspicion of deformation of the pin from the beginning or the surgeon fixed the pin with wrong angle. The surgery was completed with 15 min delay. It was reported that no broken piece was left in the patient¿s body and no harm to the patient. There was no adverse consequence to the patient and no information was provided by hospital reported.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states during tka for oa on (B)(6) 2017, the steinman pin was broken in the posterior up pin hole when the surgeon fixed the pin in question using power drill for the hole after sizing. The broken piece of the pin was remaining in the pin hole and it¿s unremovable. There is suspicion of deformation of the pin from the beginning or the surgeon fixed the pin with wrong angle. The surgery was completed with 15 min delay. It was reported that no broken piece was left in the patient¿s body and no harm to the patient. There was no adverse consequence to the patient and no information was provided by hospital reported. A complaint database search did not identify any anomalies. The returned device was reviewed by bioengineering and a report was received stating; examination of the returned device confirms the complaint; the steinmann pin is lodged in the hole and cannot be removed by hand. The pin shows signs of heavy damage, the tip deformed and the shaft showing concentric scratches. The pin shaft is bowed, which may have contributed to it becoming stuck in the hole. The pin fracture site is very clean cut, with no signs of fatigue, indicating that this was caused by a single overload. With the information provided, it appears that a damaged product was used, leading to the failure seen. The steinmann pin IFU ((B)(4) states ¿instruments should be carefully inspected before use to ensure that they are fully functional. Scratches or dents can result in breakage.¿ root cause: use error. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.